Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is actually a third t handle with a huge crack which nobody has told me about until yesterday afternoon. Pictures attached. So I need to report this as a separate complaint please and request a replacement. Reported to me yesterday but I¿m not sure when the crack was found. As with the previous ones, there has been no harm to a patient, it was found by the hsdu staff when processing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.